Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced multiple temperature alarms in a &#50319;om temperature&#55305;ndoors environment. The customer was in the process of changing out the pump supplies when they received the alarms. The customer reported a blood glucose (bg) level of 167 md/dl. The customer will use daily injections until they receive the replacement pump.